Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation at 20 atmospheres, the balloon burst. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was good.

Manufacturer narrative:
Returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and balloon. There was blood in the guidewire lumen. The balloon was loosely folded and there was tip damage. The device was attached to an inflation device filled with water and was inflated to rated burst pressure. The device inflated and deflated with no issue.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation at 20 atmospheres, the balloon burst. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was good.